Event description:
During pm testing, pump display a white screen, activated secondary alarm and showed nvram access error.======================manufacturer response for general purpose IV pump, symbiq (per site reporter)======================testing and investigation confirmed the complaint. The device displayed a white screen software error during analysis. The problem was caused by corrupted software. Manufacturer re-loaded the software.